Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that no adverse consequences happened to the patient and the procedure was completed at another time.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported, that a rfa procedure was abandoned, due to a grounding pad error. No further information is available at this time.